Manufacturer narrative:
10/13/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The reported condition was attributted to attempting to fire the device with the cartridge not fully seated. Upon inserting the cartridge fully, the instrument performed satisfactorily.

Event description:
The device was used during a lobectomy procedure. Reportedly, upon removal from package, the approximating lever broke and was difficult to open. The surgeon applied another device for the procedure. The hospital has reported no pt injury occurred.